Event description:
It was reported that following a software upgrade to the programmer, this pacemaker was noted to have recorded five pacemaker mediated tachycardia (pmt) episodes. Further evaluation is expected at the next follow up appointment. This device remains in service. No adverse patient effects were reported.